Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because the reported issue did not prevent the companion 2 driver from performing its life-sustaining functions. The companion 2 driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the companion 2 driver internal compressor was running when connected to wall air while supporting a patient. The customer also reported that the patient was switched to a backup driver with no adverse patient impact.

Manufacturer narrative:
The customer-reported issue of the compressor cycling on and off while connected to wall air was confirmed via review of the driver alarm history. The root cause of the compressor cycling was determined to be a malfunction of the manual pressure regulator, which was unable to maintain the required pressure set point value, as confirmed via testing. Syncardia has a corrective and preventive action (CAPA) for this issue. Syncardia has completed its evaluation of this complaint and is closing this file. Ce 4765 follow-up report 1.